Event description:
It was reported that the patient reported a possible pump stoppage with a black system controller screen, acute shortness of breath and heartmate (hm) touch data showed clock reset. Log files were submitted for review and the event log file captured ¿controller clock corrupt¿ events starting from the beginning of the data capture showing a timestamp of (B)(6) 2000. Technical services (ts) stated that these events are typically seen when all battery power and backup battery power was depleted and the ventricular assist device (vad) shuts off. Once power was connected to the system controller and the ventricular assist device (vad) resumes operation, these corrupt clock events appeared with a timestamp of (B)(6) 2000. Ts stated that the current timestamp showed it had been synced but prior to syncing the data showed (B)(6) 2000 meaning that this event may have occurred around 10 days ago. It was further communicated that the patient woke up to their mobile power unit (mpu) unplugged. The patient was unable to hear alarms and lives alone. The mpu was plugged back in and the vad turned back on. The patient remained stable at home.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power event resulting in a pump stoppage was confirmed via log file analysis. The log file captured a no external power alarm active on 15mar2026. The exact onset of these alarms was not captured due to periodic data logging. The backup battery activated to provide power to the pump during this event. The no external power alarm remained active for at least one hour before the backup battery depleted, which caused the controller clock to be lost. Mobile power unit (mpu) power was restored to the system at an unspecified time as the log file shows the controller clock being reset to its default timestamp of 01jan2000. The data capture indicated that approximately 10 days had passed since power was restored to the system after the complete loss of power event. The pump log files captured a pump stop event on 15mar2026, consistent with the time of the no external power and controller clock reset. Power was restored to the pump at an unspecified time due to the pump clock being lost, and the pump resumed normal operation approximately 5 seconds after power restoration. No other notable events were recorded. The root cause of the reported event was determined to be due to the ac power cord on the mpu being disconnected from the wall outlet and allowing the backup battery to completely deplete. The relevant sections of the device history records for the mobile power unit (serial number (B)(6)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a loss of power. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that the mpu did have a v-lock connector on the ac power cord. The power loss was due to the mpu becoming disconnected from the wall outlet.